Manufacturer narrative:
It is not possible to identify the root cause of the reported event with the current available information. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Event description:
It was reported by the surgeon that the circlip has in the smiles knee has become loose and moved from its original position.

Manufacturer narrative:
The patient underwent successful revision of the smiles knee. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). The reported circlip dissociation could be as a result of surgical factors or preferences and not necessarily related to the device itself. Further information such as product return, pre & post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed and tracked and trended. Corrected data - brand name: smiles tkr corrected to mets smiles total knee replacement. Common device name: total knee replacement corrected to limb salvage system. Operator of device correct to patient.

Event description:
It was reported by the surgeon that the circlip has in the smiles knee has become loose and moved from its original position. This is a supplemental report to 3004105610-2014-00092 ((B)(4)).